Manufacturer narrative:
(B)(4). (B)(4). There was no reported product deficiency. The reported myocardial infarction and thrombosis are listed in the instructions for use (IFU) as known adverse pt events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The 2.5 x 12 promus (part unk, lot unk) is being filed under a separate MFR#.

Event description:
Device issue: none. Adverse event: mi/stent thrombosis requiring medical intervention. Onset of adverse event: 18 months post procedure. It was reported that on (B)(6) 2008, a 2 x 12 minivision stent, 2.5 x 28 non-abbott stent and 2.5 x 12 promus stent were implanted in the left anterior descending artery (lad). On (B)(6) 2009, a 2.25 x 32 study stent was implanted in the ramus artery. The study device is blinded and remains unk. On (B)(6) 2009, the pt was admitted with a segment elevation myocardial infarction and in-stent thrombosis in the proximal lad. Balloon angioplasty was performed to treat the thrombosis. Though requested, no additional information has been provided.